Event description:
Per the audiologist's report, this pt experienced buzzing, intermittent static, and a decrease in word recognition with device use. Integrity testing performed in 2007, showed normal receiver/stimulator function, but multiple electrode malfunctions. The pt's sound processor was reprogrammed. However, further performance degradation and add'l electrode malfunctions were reported. Explantation/reimplantation surgery was scheduled for the following month.